Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and levaquin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing; however, the plan is to switch the patient to hemodialysis therapy. At the time of this report, the patient had not recovered and remained hospitalized. No additional information is available.